Manufacturer narrative:
Initial and final MDR-2581136-device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion sets needle issue event on (B)(6) 2026. The patient reported that the needle was crooked and the plastic cannula did not penetrate the skin after deployment. The patient's blood glucose level was elevated, and a correction was administered using the pump. The issue was observed with four infusion sets. No further information available.